Event description:
It was reported that the patient underwent an unspecified surgical procedure involving l3-4-5 using rhbmp-2/acs "and bone allograft with tainted tissue." The rhbmp-2/acs was placed in a lumbar cage. Post-operatively, the patient still suffers from chronic pain, stumbling, bruising, and falling down. Patient has migraine headaches and can not run or move backward (vacuum) right. Patients knee will give out. This condition worsens in the winter. Reportedly the patient has "extra bone growth cancers, trips and falls, swelling, numbness, chronic pain, nerve damage, and manic depression."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.